Event description:
The customer stated that she was hospitalized for high blood glucose levels above 600 mg/dl. The customer stated that she had worn the infusion set for three days prior to the event. The customer didn't have much information about the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. However, no boluses had been recorded in the bolus history for the present day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.